Manufacturer narrative:
Philips field service engineer went onsite to evaluate the device. The device passed all required testing. Further information was provided to philips stating the saline "gauze" was used instead of "conductive paste." The involved doctor believed the handle had electrical leakage, however a thorough testing of the device determined the handle worked normally. After the fse worked with the doctor and customer's medical department it was agreed upon the issue was caused by the misuse of saline "gauze." : information was sent to customer regarding their concerns. The investigation determined there was no device malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that while using the device on a patient the doctor was shocked by the device. It was reported to philips the doctor was injured.